Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on correctly) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power on.